Event description:
Customer reported the uom setting of their unlocked freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received.